Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. To clarify, the instrument was placed on an in-house system for a cautery test (sealing). The instrument successfully passed the cautery test. A wet paper towel was placed in between grip-tips, and witnessed smoke vapors leaving the towel after energy was activated by stepping on pedal at the ssc (surgeon side console). A grip force test was performed as additional testing, and measured at 4.84 lbf in straight orientation, 7.35 lbf in yaw, and 6.64 lbf for pitch. All readings are above the minimum requirement. Electrical continuity testing was performed and passed. Failure analysis verified the gap between the grip was at .007, which was within acceptable range of (B)(4). The housing was removed to find minimal debris between teeth of gears. Excess debris was found at the tips of the instruments grips. No trouble was found and the reported issue could not be reproduced. No parts were replaced. No other damage was found. Remote fe logs showed 3 incomplete cuts on the master supervisory controller (msc) log for almost 14 minutes of usage. On the instrument control box (icb) log, a total of 22 complete seals,13 completed cuts and 3 cut failed were recorded. On (B)(4) 2013, isi attempted to contact the initial reporter of this complaint to obtain additional information regarding the reported event. At the time of this report, no additional information has been provided. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the surgeon felt the vessel sealer was not coagulating as well as in the past. Larger vessels were not being sealed at all. He abandoned its use and requested it be returned as defective. No visual defect noted. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.